Event description:
Additional information received reported that the patient got 25% charge where they turned the system on and the patient immediately felt pain relief. The non-working stimulator was when the patient had let the system go into discharge multiple times. The cause of the overdischarge and stimulator not working was that the patient was in the hospital for 7 days and the staff would not let them bring in the recharger. Actions taken was that the manufacturer representative was able to recharge the battery and they were able to get relief. The issue had been resolved and no surgical intervention was scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was noted that the patient¿s implantable neurostimulator (ins) battery had gone into an overdischarge state twice and two trickle charges were performed. The patient had been hospitalized due to white blood cell count for seven days and needed another trickle charge. The patient claimed that their non-working stimulator was causing them severe pain, fever, headaches, and vaginal pain. It was reported that the patient wanted the device removed immediately. The manufacturer representative was scheduled to meet with the patient on (B)(6) 2017 for a trickle charge and reprogramming. The patient¿s healthcare provider (hcp) had requested x-rays as well. It was noted that surgical intervention had been planned but not yet scheduled. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.